Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts by emails and phone calls have been made to obtain, patient treatment settings, patient information, patient photo. Customer reported that the splendor x, was misfiring during treatment and a patient was burned. On the corner edge of the square size is causing it to pop. The device ga-5000000:spxay-19e-48391 was installed in the facility on (B)(6) 2019 and the last pm was done on (B)(6) 2020. Since then, no pm was done on this device by lumenis. We strongly recommend performing early pm and timely service to keep the device in proper working condition. Initiative and payment for that lies on customer's responsibility. Service engineer visited the facility and verified the system. No issues found. System ready for use. Device malfunction wasn't the suspected cause of the adverse event. Clinical evaluation wasn't performed, because the customer did not send neither incident form nor photos to lumenis. Therefore, it's impossible to confirm or exclude user error as well as determine severity of the injury. Since no essential information was received within period which is determined for reportability, lumenis is reporting this event in an 'abundance of caution'. Should additional significant information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted. All the information of this adverse event was sent to the legal manufacturer "bios".

Event description:
Lumenis received an adverse event report on a patient who sustained injury following treatment by spx device.